Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed a crack on the lower left front corner of the top case, the right plunger case was cracked, and the plunger case seal was broken. A review of the event history log identified pump motor drive off post, battery depleted was found after and followed with a battery not working error. During functional testing was unable to verify the pump motor drive off phase b post due to battery not working was found at power up, all the reading of battery ended with non-applicable value. The root cause of the problem was related to normal wear of the pump as it is over 11 years old. Replaced battery and performed preventative maintenance and all functional testing.

Event description:
It was reported that the pump exhibited a pump motor drive phase b post and battery failure. No patient injury was reported.